Event description:
Procedure type: bariatric procedure. According to the reporter: during a surgical procedure for obesity, four pieces of the same batch did not staple, causing leakage and bleeding. The doctor had to make an opening in the patient.

Manufacturer narrative:
(B)(4).